Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry calcium, list # 03l79-21, lot # 49241un12 in section d of this report to the architect c8000 system; list # 01g06-01; serial # (B)(4). The manufacturing site remains the same so the manufacturer report number will not change. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of service history, and a review of labeling. Erratic calcium results were generated on the architect c8000. Analysis of system logs determined that too little sample was pipetted. The sample syringe was replaced by field service and the issue was considered resolved. The syringe was not available for return, therefore, analysis is not possible. Review of complaints for part number 2-89399-02, sample syringe, for the period july 2012 - june 2013 showed the syringe is commonly replaced to address fluidics issues or during preventive maintenance. There were no trends identified for the sample syringe, therefore no further action is necessary. A review of the ticket history for instrument serial number (B)(4) showed one additional ticket for erratic calcium results. The reagent syringe drive, reagent 1 pipettor assembly, and various tubings and valves were replaced. These parts were replaced after receipt of the current ticket, suggesting that these parts may also have been a factor in this complaint issue. A review of the architect system operations manual, 201837-110, and service and support labeling, provides adequate troubleshooting assistance for erratic results. Based on the available information, a deficiency of the system was not identified. There is not sufficient evidence that reasonably suggests a malfunction occurred.

Event description:
The customer stated that the architect analyzer generated falsely decreased calcium results on a patient sample (anr 319046). The customer provided the following results: anr 319046=0.85 / repeat 2.54 mmol/l. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
Device problem code: low test results; (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).